Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the guide wire separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the image clearly showed a distal tip wire fractured in the anatomy. Calcium was reported in the patient anatomy and there is some moderate tortuosity, both of which may have contributed to the wire fracture. The cause of the fracture cannot be clearly identified. Although the cine review was not able to identify a clear cause for the tip separation, the investigation determined the reported difficulty to remove and tip separation appear to be related to operational circumstances of the procedure. In this case based on the reported information, cine review and returned analysis, it is likely that during the procedure the guide wire became kinked and caught in the anatomy resulting in the difficulty to remove during retraction. Manipulation against resistance ultimately resulted in the tip separation and stretched coils. Additionally, the reported treatment appears to be related to the operational context of the procedure as medical intervention was performed to embed the tip in the anatomy. The noted kinks and bends on the guide wire likely occurred during packing for return analysis. The noted teflon damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified distal circumflex coronary artery. A balance middleweight (bmw) universal ii guide wire was advanced without resistance, and an unspecified stent was implanted. The guide wire faced resistance with the anatomy and a non-abbott guiding catheter during removal, and the tip separated. Unspecified medical intervention was performed to to embed the tip in the anatomy. The patient is stable, and there was no clinically significant delay. No additional information was provided.